Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing separated at the upper fitment upon initiating an infusion of normal saline. The event occurred at the chemotherapy clinic. There was no patient injury.

Event description:
It was reported that the tubing separated at the upper fitment after initiating an infusion of normal saline. The event occurred at the chemotherapy clinic. There was no patient injury.

Manufacturer narrative:
Additional information added to: d10. The customer¿s report that the tubing separated at the upper fitment was confirmed upon visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the pvc tubing and the upper fitment¿s inlet port . Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification. No functional testing was performed due to a leak that would occur from the separation. Device history record for model 2420-0007 lot 20013300 shows that the set was manufactured on 24 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the tubing separation was a manufacturing issue for no solvent being applied at the affected engagement due to equipment and/ or operator error.